Event description:
During set-up of the device prior to being used on a patient (age & gender unknown) the device displayed "defib fault 72" and "defib fault 94" messages. Complainant indicated that there was no patient involvement in the reported malfunction.